Event description:
Start post-market clinical, trial patient presented with a pre-stroke (B)(6) of 0 and a history of atrial flutter. She was temporarily off coumadin due to a pulmonary problem. Her admission (B)(6) was 10 and she had complete left arm plegia ((B)(6)=3) and left leg weakness ((B)(6)=1). Cta scans revealed an occlusion in the distal right m1 region of the mca. This patient was treated 2.5 hours post symptom onset. No tpa was used due to the patient's pulmonary problem and because, she had fallen and hit her head at the stroke onset. The physician treated the patient with a 054 penumbra system catheter and 032 separator. There was tortuosity getting to the m1 but the physician was able to access the occlusion. He worked on a distal m1 occlusion with the 054/032 combination and opened the m1 successfully and then began working on a proximal section of the m2 with the 054 catheter and 032 separator. All vessels were successfully opened. After the vessels were opened, the physician observed contrast extravasation at the treatment site. The treatment area was at a bifurcation and the device caused a small perforation. The physician was unclear whether the catheter or the separator perforated the vessel. Three days post-treatment, the patient died to cardio pulmonary arrest.

Manufacturer narrative:
This MDR is associated with MDR 3005168196-2010-00107 which pertains to penumbra system reperfusion catheter 054. Vessel perforation and hemorrhage are known and anticipated complications with this type of procedure and are noted in the device labeling. Therefore, it was determined that the reported events was an anticipated procedural complication.